Manufacturer narrative:
Combination product: yes.

Event description:
Lead flipped from bipolar to unipolar on day of implant. In unipolar the impedance has been greater than 2500 ohms in unipolar configuration. Recordings show noise on atrial channel. Patient being brought in for follow up. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.